Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a con. It was reported that the patient went to see the hcp on (B)(4) 2018 and it was found that the implanted neurostimulator (ins) was off. The patient wasn't aware of any codes being seen, but did note that the hcp had to punch in numbers to get the programming set back to 3 something.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient had a return of their target symptoms in (B)(6) 2018 after they returned from a cruise. Since then, they had been really sick, experiencing period of vomiting, dry heaving, and constant nausea. The patient had been to the emergency room (ER) multiple times to get fluids, noting they had been there twice in the three weeks prior to the report. It was noted that they hadn't had any falls or trauma. They were wondering if the battery¿s numbers were ¿jacked up¿ or if it had ¿taken a dump¿. It was noted that they were given amitriptyline for the nausea, which had helped them some. They had an appointment with a healthcare professional (hcp) scheduled for (B)(6) 2018. There were no further complications reported or anticipated.